Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip surgery, a stem was opened and a small piece of plastic was stuck on the lateral shoulder. The stem was set to the side and another stem was opened to complete the surgery. No known adverse event was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product confirmed the presence of the plastic debris affixed to the proximal end of the stem. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Updated: pt identifier, age/date of birth, sex, report date, date received by MFR, type of reports, if follow-up, what type? Corrected: initial reporter, health professional?, occupation.